Manufacturer narrative:
E.1. Other occupation: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer main 6, pocket e1 failed due to a duplicate pocket. The field service engineer (fse) reseated the row board cable at the drawer tray for main legacy full height drawer 6. A visual inspection of the rear controller board and drawer was also performed. After a proper reboot, the drawer responded correctly in hardware test application (hta) mode. The fse performed a final test, which passed successfully. The customer was able to complete an inventory of main legacy full height drawer 6 without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer failed because of duplicate pocket. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.